Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and completely broken off reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.